Event description:
There were telemetry issues and the ins had become overdischarged. The last time any stimulation was felt was on (B)(6) 2013 which was also when the patient recharged last. He was getting 4 coupling boxes shaded. When he woke up on (B)(6) 2013 the ins was dead. Today on (B)(6) 2013 communication was not possible with ins using the recharger or 8840. He could never get more than 4 coupling boxes and has never had a full battery since implant, no matter how long he charged. Upon palpation the ins did not seem to be too deep. The recharge stats from the recharger showed that the patient has not successfully recharger since (B)(6) 2013 which explained the lack of telemetry. When the antenna locate feature was performed 32-42 was obtained and a power on reset (por) displayed on the recharger which then lead to the normal recharging screen. He was getting 6 coupling bars and the first quartile of the ins was blinking. The company representative confirmed that the ins was not overdischarged. The battery was discharged and the patient was not getting stimulation. Patient compliance and not fully understanding the recharging icons/symbols was the cause. The patient was educated again on the recharger and understood what was important to note. The por wascleared and the patient was able to get the battery charged without further difficulty. The patient had a follow up appointment scheduled but he cancelled it and left a message stating the battery was charged and working well.

Manufacturer narrative:
Concomitant: product ID 37754, (B)(4), product type recharger, product ID 37746, (B)(4), product type programmer, patient. Product ID 39286-65, (B)(4), implanted: 2013-(B)(6). Product type lead. (B)(4).